Event description:
The manufacturer received information alleging sinus infection, throat irritation, dizzy related to a bipap device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.the manufacturer previously received information alleging sinus infection, throat irritation, dizzy related to a bipap device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. During investigation, observed an unknown dust like contamination on the sd card and filter access flip door, top enclosure, front panel, pca (printed circuit assembly) board, blower box, blower motor, blower motor seal, air inlet of the blower box, rear panel, and the bottom enclosure. A keratin-like substance was observed on the blower box outlet. Evidence of sound abatement foam degradation/breakdown was not observed. The device's event logs were downloaded and reviewed by the manufacturer. The manufacturer found no error codes. Sections d8, d9, h2, h3, and h6 were updated.